Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting and unable to recognize a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the charger exhibited a failure at bga components u104 (pxa) and u1003 (pld) on the computer / analog (ca) board. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the bga failure cannot be positively identified. The root cause of the resets could not be distinguished between the contamination and the bga failure. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.